Manufacturer narrative:
The device history record review was completed and revealed no findings that could have contributed to the current complaint 'did not alarm for a closed slide clamp (undetected downstream occlusion)'. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an undetected downstream occlusion during patient therapy (drug, rate, volume and dose are unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.